Manufacturer narrative:
The complaint investigation for falsely elevated total bilirubin results on an architect c16000 processing module, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for elevated results for the product. Based on the information provided, the customer reported having calibrated and replaced the r1 probe. The issue was resolved by replacing the c16 rgt pr(l)rohs, list number 09d48-03. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated total bilirubin results for several patients on an architect c16000 analyzer. The following data was provided (customer¿s normal range is 0.2-1.2 mg/dl): sample ID (B)(6) initial result was 8.5, repeat was 0.38 mg/dl. Sample ID (B)(6) initial result was 9.5, repeat was 0.42 mg/dl. Sample ID (B)(6) initial result was 10.5, repeat was 0.46 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated total bilirubin results for several patients on an architect c16000 analyzer. The following data was provided (customer¿s normal range is 0.2-1.2 mg/dl): sample ID (B)(6) initial result was 8.5, repeat was 0.38 mg/dl. Sample ID (B)(6) initial result was 9.5, repeat was 0.42 mg/dl. Sample ID (B)(6) initial result was 10.5, repeat was 0.46 mg/dl. There was no impact to patient management reported.